Event description:
It was reported that during a bipolar resection urology the neutral electrode was leading electricity and damaged the bladder. The surgery itself was not prolonged but the patient suffered a bladder perforation and was treated with a urinary catheter for one week. Additionally, prolonged hospitalization was required. Due to the adverse consequences for the patient a report is deemed required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The investigation was done on 2025-01-13: the final root cause determination is not possible, as no product has been returned. An analysis of complaints on the same product code was performed. In one out of these cases, it was reported that the neutral electrode was activated instead of the loop. However, this is not considered as a comparable case since this has most likely been caused by a defect hf-cable from a 3rd party manufacturer. As a generator and cable from a 3rd party was used here and this manufacturer uses a different type of cable, it is very unlikely that this is the reason. The cables are designed in a way that a wrong position in the hfgenerator is not possible. An assembly mistake can also be excluded as it would not fit the inner sheath of a resectoscope setup. According to the report during surgery no abnormality of the electrode was noted. With the given information, the most likely root cause is that the electrode got activated by mistake. The event is filed under internal karl storz complaint ID: (B)(4).